Event description:
A wife of a (B)(6) male pt called a zoll pt svc rep (psr) to report that the pt's battery charger connector was damaged. The pt was issue a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (connector damaged) has been confirmed. Upon investigation the charger's white wire was pulled out of the power supply connector, which prevented the charger from charging a battery. The root cause for damaged connector could not be positively identified but likely physical abuse. No adverse event resulted from the damaged connector. The pt received a replacement battery charger.